Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation manifested as redness and eczema occurred while wearing the pod. Symptoms developed during pod wear and led to excessive skin irritation, prompting removal of the device. The affected area had visible redness and eczema at the time of removal. The patient sought medical attention on (B)(6) 2021, where an allergic reaction to adhesive was diagnosed. The patient visited a physician and was prescribed fluticasone propionate spray (50 micrograms per dose). The patient had a known history of adhesive sensitivity, previously managed with fluticasone propionate. The pod was discarded and a new pod was applied.